Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Event description:
It was reported that during an open reduction internal fixation (orif) of a fifth metatarsal, the tip of cutting piece of the 4.5 cannulated screw broke of during the insertion of the screw. The broken fragment was left intramedullary canal of the fifth metatarsal of the patient. Procedure was completed with another implant. This report is 1 of 1 for complaint (B)(4).